Event description:
Two gore excluder aaa endoprosthesis iliac extenders and a cordis palmaz stent were placed endovascularly to treat an abdominal aortic aneurysm. The devices were placed through a cook 16fr sheath. After a successful procedure, the physician pulled the sheath out and the right iliac artery tore necessitating a conversion. The graft components were removed and destroyed. The patient initially tolerated the procedures well and was in stable condition with stable vital signs. Ultimately, the patient died 12 days later from multi-system failure. Physician stated that death was not device related.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted and related to this event gore excluder aaa endoprosthesis iliac extender component (lot# 04573456/pxl161007).